Manufacturer narrative:
The customer's reported complaint description of the clear fiber tip was fractured and detached was confirmed based on the picture provided, however, the complaint sample was not returned for evaluation. Without receiving a sample for evaluation the root cause could not be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (14601411-01) which is supplied to the end user with the reported catalog number contains the following statement: warning: contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. Intended use: the venacure evlt 400 m perforator and accessory vein ablation kit is intended for use in the treatment of superficial vein reflux of the greater saphenous vein associated with varicosities. The venacure evlt 400 m perforator and accessory vein ablation kit is indicated for treatment of incompetence and reflux of superficial veins in the lower extremity, and for treatment of incompetent (i.e. Refluxing) perforator veins (ipvs). Equipment handling requirements: venacure evlt 400 m perforator and accessory vein ablation kit: using sterile technique open the pack, place all contents into sterile field and inspect for damage. Do not use if any component is damaged. If damage is present, contact customer service or your local representative. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
An end user reported an issue with a pvak 400 micron perforator and accessory vein ablation kit. During preparation, the fiber tip was found to be missing the "white part." The blue coating extended all the way to the end of the fiber. The following procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.